Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, one opening crack, wear abrasion, the device was broken shell and missing shell. Leak test and microscopic analysis was performed which identified: one crack opening, broken striated and more than three openings striated. Based on the device analysis, the final assessment is one opening crack assessed as cracked valve seat diaphragm valve, more than three openings striated in the side posterior assessed as surgical damage, a striated edge in the side posterior broken due to surgical damage and missing shell assessed as inconclusive.